Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to confirm compromised force sensor system alarm due to motor error alarm. The insulin pump passed displacement test, self test, and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and missing end cap sticker noted during testing. No moisture damage noted on electronics assembly. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the drive support cap was loose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.